Event description:
It was reported that the user¿s freestyle libre 3 sensor did not work with the ilet bionic pancreas and it was confirmed the user had a freestyle libre 3 rather than a freestyle libre 3 plus, resulting in a use-of-device problem due to incompatibility with no specific component implicated. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem caused by using an incompatible sensor model, consistent with a use-of-device problem and with no applicable device component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.